Event description:
Hcp reports pt presented with symptoms of an intrathecal inflammatory mass. The catheter was "pulled back from t12-l1 to l1-2." The pump was then filled with normal saline. The pt's outcome was reported as "will f/u regularly."